Event description:
Philips received a complaint by the customer on the v60, indicating that the device was in use, and when the patient was transferred from ccu at 10:35 am on (B)(6), 2023, due to acute exacerbation of chronic bronchitis and respiratory failure. The patient had spontaneous respiratory weakness and type ii respiratory failure and was assisted with non-invasive ventilation. At 11:59 on december 1st, during the use of the ventilator, the patient received an alarm indicating that the trigger was low, and the blood oxygen saturation index was low.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Manufacturer narrative:
H10: at 11:59 on december 1st, during the use of the ventilator, the patient received an alarm indicating that the trigger was low, and the blood oxygen saturation index was low. However, the device was swapped out with another ventilator and a delay was noted. There was no adverse reaction from the patient involved in this issue or user harm. No further requested information was able to be obtained regarding patient therapy settings, patient baseline saturation of peripheral oxygenation, nor the extent of the value of the patient's blood oxygen saturation decreased to during the event. The authorized service provider (asp) performed troubleshooting to find the source of the problem and observed that the gas delivery system (gds) was faulty. No repairs were completed by the authorized service provider (asp) as the customer declined service and repair. The customer went with a multi-vendor/clinical engineering department to replace the gds. It was confirmed that the device passed required performance verification tests per philips standards after the replacement and was returned to service. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the gds was faulty was the cause of the reported issue. The device was being used for treatment when the reported event occurred.